Event description:
Had essure implant put in and was in pain from having them for two years before the fight with my doctor to have them taken out. Main reason for them coming out was right one was bent.